Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the stop ring and the clamps were worn, worn ball bearing, rough rotation and the seal and o-ring were worn. It was also observed that the device failed the failed the clamping range check and the gripping power and function check pre-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the quick coupling device would not advance the wire when the trigger was engaged. It was reported that this event occurred prior to use on the patient. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use and the surgery was completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.